Manufacturer narrative:
Sections with additional information as of 01-sep-2020: h6: updated FDA's method, result, and conclusion codes h10: meter was returned for evaluation; defect found on rev 4. Returned meter - e-0 with lab control. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. H10: most likely underlying root cause: rc-079: the control solution peak is being detected below the lower limit of 2.0 for mr2 v2.53 meter.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-18: extremely high glucose. Note: manufacturer contacted customer in a follow-up call on 02-jul-2020 to ensure that the customer's condition improved - able to establish contact with customer and stated she had muscle spasms due to her diabetes. Customer spoke with her doctor. During the follow-up call, the customer performed a blood test and had obtained a result of hi using truemetrix meter. Customer stated that she was going to call her doctor. Note: manufacturer contacted customer in a follow-up call on 09-jul-2020 to ensure that the customer's condition improved - able to establish contact with customer and stated she still had muscle spasm due to her diabetes. Customer went to the hospital and is waiting to be admitted. At the hospital, the facility's meter gave a blood glucose reading of hi and 600 mg/dl. Note: manufacturer contacted customer in a follow-up on call 10-jul-2020 and 15-jul-2020 to ensure that the customer's condition improved - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer initially reported complaint for e-5 error. During the call, a blood test was performed by the customer that produced a result of hi using truemetrix meter; customer stated that she was going to call her doctor. The customer felt well and did not report any symptoms. The customer¿s expected am fasting blood glucose test result is 175 mg/dl. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 11/30/2021 and open vial date is (B)(6) 2020. Customer reported hospitalization prior to use of the truemetrix meter. Customer's legs and arms locked up and was taken to the hospital. Customer's blood glucose test result at the hospital was 800 mg/dl. Customer was diagnosed with diabetes and treated with insulin IV and insulin injections. Customer stated she was admitted to the hospital for three days and discharged on (B)(6) 2020. Customer was prescribed insulin and told to purchase a meter. Customer obtained truemetrix meter on (B)(6) 2020. The meter memory was reviewed for previous test result history (only 4 results in the memory): (B)(6).